Manufacturer narrative:
Continuation of d10: product ID a820. Product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, receiving fentanyl and another unknown drug (unknown dosages and concentrations) via an implantable infusion pump, regarding an external device. It was reported that the patient was having trouble with their personal therapy monitor (ptm) since 6 weeks ago. The patient stated they are getting code 338 on the ptm when connecting to the pump and that the screen gets stuck at 91% when trying to connect and it takes a long time to connect to the pump. The agent on the call assisted the patient with clearing data on the handset. After clearing the data the device connected to the pump very fast and showed lockout information. The troubleshooting steps taken on the call resolved the issue.